Event description:
On 2016-03-26 additional information was received from the representative who reported that gas printed off mean the pump logs were printed off. These were to be sent. The representative was unsure if the patient developed symptoms as a result of the stall. The pump was reported to remain implanted. However, as the pump had stalled the patient was taking oral medication. The pump would be returned once explanted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in australia who was receiving morphine 5.0 mg/ml at a dose of 2.6034 mg/day and bupivacaine 0.6 mg/ml at a dose of 0.3124 mg/day via an implantable. The lot numbers of the medications, concomitant medications, and medical history were not obtainable. It was reported that on approximately (B)(6) 2016 during normal use of the pump, the patient heard the alarms and presented to the pain clinic. The pain physician interrogated the pump which stated a motor stall and the stopped pump period may exceed tube set occurred. The pump was checked and gas printed off and then rechecked one hour later to see if it had restarted. Nothing else was done other than pump interrogation. No magnetic resonance imaging (MRI) scan was done as thought this may have been the case of motor stall. The patient had been feeling good; normal. At the time of the report the issue was not resolved and the patient's status was reported as alive-no injury. No surgical intervention had been performed. Although not scheduled, surgical intervention was planned. The pump's status was reported as implant but out-of-service. Additional information has been requested regarding the gas printed off, log availability, patient symptoms, pump status and return. Should additional information be received a supplemental report will be filed.